Event description:
It was reported that during an unrelated surgical procedure, this implantable cardioverter defibrillator (ICD) device was observed to have recorded a signal artifact monitor (sam) episode. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, the presenting egm showed oversensing noise on the right atrial (ra), right ventricular (rv) and shock channels, which triggered the sam feature and led to the minute ventilation (mv) feature to be disabled. Ts determined that the oversensing noise appeared to be electromagnetic interference (emi) in nature. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming changes. No adverse patient effects were reported. The device remains in service.